Event description:
After implanting an ardis spacer into the pt, the silver/gold knobs on the inserter would not loosen to release the spacer. After about 5 min of constantly trying, it finally released. Additional info received from the sales representative 24 mar 2009: the pt was undergoing an initial tlif surgery. The surgeon used one ardis implant that was in tact with no clips or cracks. The disc space was prepped using both the distractor and shaver. Trials were used prior to implant insertion. The proper technique was adhered to while placing the implant on the inserter and the gold and silver knobs were flush. The surgeon was very familiar with the proper technique for the ardis inserter. The inserter was securely engaged with the implant and the gold and silver knobs were finger tightened. The inserter tabs were aligned with the implant. The surgeon implanted the implant with the inserter into the disc space, in the same plane from the left side. Neither the gold nor the silver knob would release. The surgeon and the pa attempted to release them with several methods, when finally after five minutes delay, the knobs loosened and the inserter could be removed. There were no tamps used, and the implant remained in the proper place. The malfunction has resulted in surgical intervention in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending.